Event description:
The customer reported that the touch screen is unresponsive. The customer reported that the unit was not in use on patient. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the customer contacted product support and states during set up touchscreen does not respond for bottom row of parameters, upper half of screen is responsive, unit has nav ring on front bezel. The customer requested part number. Product support advised customer to clean screen and perform touchscreen calibration, also verify nav ring is functional, if problem persists replace touchscreen to correct, provided part #. Per biomed the touchscreen was replaced and installed. The unit is back in service.